Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for post-lumbar laminectomy syndrome and spinal pain. The pump contained clonidine (concentration 300 mcg/ml, dose 95.85 mcg/day), bupivacaine (concentration 38 mg/ml, dose 12.141 mg/day), compounded baclofen (concentration 600 mcg/ml, dose 191.69 mcg/day), and dilaudid (concentration 475 mcg/ml, dose 151.76 mcg/day). It was reported the hcp stated she was doing a refill on (B)(6) 2017 and was able to aspirate the old drug from the pump, but was unable to refill the pump with new medication. The hcp confirmed proper needle orientation, the manufacturer refill kit was being used, kit tubing patency was checked, and needle patency was checked. The hcp stated she would attempt the troubleshooting and call back if needed. Additional information received that same day by another hcp reported the hcp attempted the troubleshooting, but was still unable to refill the pump. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.